Event description:
Pt was lying on exam table prior to the procedure. The table tilted suddenly causing the pt to slide rapidly down the table head first. As a result, the pt hit her head against the wall. It is suspected that the hydraulic cylinder broke (according to maintenance staff). It was most likely the mechanism inside the cylinder.